Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced pain in the affected leg and discoloration in the affected foot. An occlusion was suspected. The event spontaneously resolved without intervention and no further complications were reported.